Manufacturer narrative:
One opened and used sensor was inspected and the needle was found bent inside of the sensor base. It could not be confirmed if the customer received the sensor in this condition due to the sensor being returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she experienced low blood glucose of 40 mg/dl due to not eating and the sensor helped her. Customer complained about the serter not going down over the sensor. Current blood glucose was 180 mg/dl. Customer stated that the needle hub is stuck in the serter. Nothing further reported.